Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect and high impedances were noted. It was stated the pt's device was replaced on (B)(6) 2010, and impedances were normal "except contacts 00, 01, 02, 03 were showing >2,000 ohms." It was stated the pt was seen again in (B)(6) 2010, with the same impedance readings. The pt was seen again in (B)(6) 2010 and all impedance readings were >2,000 ohms. It was stated the pt had a botox injection in the left side of the neck on (B)(6) 2010, but no other falls or trauma were reported. Troubleshooting was recommended, but no pt outcome was reported. Add'l info has been requested, a follow -up report will be sent if add'l info becomes available.